Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the ins was not working. The patient was getting a recharger complete screen on the recharger but it would not charge the ins. The patient stated that morning, they woke up really achy and realized their ins was not on. The patient said the ins was dead. The patient stated that normally the implant moves with their movement and they had done everything they've done for 3 years and nothing was working; the patient said there was no vibration at all. The patient was directed to their healthcare professional. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that they changed the batteries and re-adjusted the stimulator.